Event description:
It was reported that during a rotator cuff repair procedure using an opus knot pusher with a spartan 5.5mm implant, the knot pusher inadvertently cut the suture on the implant. To complete the procedure, it was necessary to drill a new bone while and use an add'l implant. There were no significant delays or pt complications reported as a result of this event.